Manufacturer narrative:
H4: the lot was manufactured february 10, 2023 to february 13, 2023. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed which observed a slow leak from the solvent-bonded junction of the tubing and the stressmember. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter phone no.: +(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as a loss of volume of the drug in the bag. The device was filled with fluorouracil 500 mg. This was observed during set-up or preparation. There was no patient involvement. No additional information is available.